Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The customer's daughter complained of a discrepant inr result from coaguchek xs meter serial number (B)(4). The result from the meter was 6.0 inr. The repeat result a few minutes later with a different finger was 3.6 inr. There was no adverse event and no medical treatment. The customer's condition was "fine". The physician advised the customer to reduce his warfarin dose for the day. The customer was not anemic, no heparin, no other blood thinners, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no changes in warfarin, diet, health, or medications. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 49%, donor 2 hct: 44%. Testing results: donor 1: retention meter with masterlot strips: 2.1 inr, customer meter with customer strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.6 inr, customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.